Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The receiver ((B)(4)lot number 5148415), was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent out of range signal was not confirmed. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device wasn't returned, but the receiver that was used with the device has been received for evaluation on 05/28/2015. A follow-up report will be submitted once the evaluation is complete.